Event description:
On (B)(6) 2022, senseonics was made aware of an incident where user experienced hypoglycemia due to inaccuracies in sensor readings.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
Based on the investigation analysis, there was temporary mismatch between the sensor readings and the fingerstick measurement due to temporary deviation in the sensor performance after insertion. The hypo alert was asserted incorrectly at the time of the reported event due to the temporary difference between the sensor reading and the fingerstick measurement. After the event, once the noise in the optical channel stabilized, the system displayed better agreement between the sensor readings and fingerstick measurements. User wasn't symptomatic, didn't seek medical treatment and didn't treat himself as user didn't experience a hypoglycemic event. User was advised to let the hcp know of these kind of events. D2. Product code updated to qhj. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 67.